Event description:
Patient experienced 10/10 pain and significant swelling within 24 hours of synvisc-one injection in right knee. Patient received injection on (B)(6) 2017 and was followed up with on (B)(6) 2017. Patient notes that pain had decreased to 5/10 and swelling not as bad next day. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017. Diagnosis or reason for use: osteoarthritis of right knee.